Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported error code was observed in event logs history. There was no 12-month service history during the review. The device was visually inspected, and downstream occlusion seal was found to be partially lifting. Dso seal had been replaced. The device passed all functional testing after repair.

Event description:
It was reported that the device alarmed error 46222 during testing. It was confirmed during inspection of a returned pump that error code 46222 does appear in event log. The reported high priority alarm occurred in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient health.